Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The sensor glucose values were 359mg/dl, 258mg/dl, 68mg/dl, 60mg/dl and 234mg/dl, blood glucose values were 218mg/dl, 113mg/dl at the time of the incident. Blood glucose from reported event was 201mg/dl. Sensor glucose that triggered the suspend was 68mg/dl and threshold suspend limit was 60mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.